Manufacturer narrative:
Block h6 device code a0414 is being used to capture the reportable event of balloon torn material. Block h11: device evaluation the device was discarded; therefore, a technical analysis could not be performed. However, media was provided. A media analysis was performed. The documentation attached include a picture it can be observed that the ballon-colored blue, most likely it was filled with methylene blue. Additionally, it can be observed deflated out of the patient with a large hole in the ballon (torn longitudinal). The reported event of ballon torn material could be confirmed. A risk review of the orbera was completed and confirmed that the events of balloon torn material and device user device issue user error were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system directions for use (IFU) states "the igb is placed in the stomach and filled with sterile saline"; however, the documentation attached include a picture it can be observed that the ballon-colored blue, most likely it was filled with methylene blue. There is no evidence that there is any issue with translation, wording, or graphics of the instructions for use (IFU)/labeling information. Based on all gathered information, the device was used in a manner inconsistent with a written instruction in the IFU. However, this failure could not be related directly to the main cause of this investigation. Regarding the event of balloon torn material, most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an orbera balloon was removed during a procedure on (B)(6) 2026. During the procedure, the balloon burst when it made contact with the puncture device. The physician suctioned fluid and removed the balloon with the viper grasp. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a0414 is being used to capture the reportable event of balloon torn material.

Event description:
It was reported to boston scientific corporation that an orbera balloon was removed during a procedure on (B)(6) 2026. During the procedure, the balloon burst when it made contact with the puncture device. The physician suctioned fluid and removed the balloon with the viper grasp. A picture was provided where it can be observed the balloon-colored blue. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline. There was no patient complications reported as a result of this event.